Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead; product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 16-jul-2015, (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 16-jul-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller stated they were doing a lead revision. No further complications were reported. No patient symptoms were reported. Additional information was reported that the lead revision was due to high impedances on the leads. The patient had two leads replaced. No further information was reported.